Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial # (B)(4)). Stockert 70 system (model# m-5463-01 serial # (B)(4)). Coolflow pump (model# m-5491-02 serial # (B)(4)). Pentaray nav eco catheter (model# d-1282-08-s lot# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardial window/open thoracotomy and expired. During ablation, cardiac tamponade was diagnosed. Initially, the patient was stabilized with a pericardial window and was being prepared for transfer to ccu for observation. The patient then coded, a thoracotomy was performed, and the patient expired. Trans-esophageal echocardiogram revealed a thin left atrium and left atrial appendage. In addition, it was reported that the patient had a pericardial defect that caused the left atrium to have a suboptimal level of protection. Upon perforation during the procedure, the patient bled directly into the thoracic cavity. This led to an atypical clinical presentation. An effusion was not visible on ultrasound and blood pressure and heart rate did not change dramatically. The physician's opinion regarding the cause of the adverse event is that it was procedure-related and patient condition-related. Physician's opinion regarding the cause of death is that it was secondary to a left atrial perforation/cardiac arrest. A transseptal puncture was performed using a st. Jude medical brk-1 98 and 64 cm. Sheath used was an agilis 8.5 french medium curl. Generator settings at time of event: 30 watts, approximately 36ì impedance 130 ohms, and standard thermocool smarttouch settings. Irrigated catheter flow 17 ml/min. The power was not titrated during ablation. The patient did receive anticoagulation during the procedure which was maintained between 300-400 seconds. No error messages were observed on any biosense webster equipment during the procedure.